Event description:
Boston scientific received information that for the past year, variable pacing impedance levels less than 200 up to greater than 2000 ohms have been noted on the right ventricular lead and this right atrial lead. Numerous lead safety switches occured on both leads due to the issue. All diagnostics were reported up until a recent follow up in which lead noise was noted on both leads at interrogation. No oversensing or impact to therapy was noted due to the noise. As the patient does not pace often, no remedial action will be taken at this time and the leads remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.